Manufacturer narrative:
Complaint conclusion: a palmaz genesis stent (sds genesis .035 8.0x29 135cm) was implanted in the subclavian due to stenosis approximately eleven years ago. Currently, the patient presented in the ER with a stroke and a blood pressure differential between the arms. The physician suspects that the stent has become restenosed. The patient is scheduled for a follow up to determine therapy. The device was not returned for analysis. A product history record (phr) review of lot r0607433 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿blood pressure,¿ ¿in-stent peripheral artery restenosis¿ and ¿stroke¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. The patient¿s likely ongoing advancing disease process may have contributed to the reported event. According to the safety information in the instructions for use ¿potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: restenosis of the stented artery. Vascular complications (e.g. At puncture and/or lesion site, dissection, intimal tear, pseudoaneurysm, rupture and perforation, spasm, occlusion).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a palmaz genesis stent (sds genesis .035 8.0x29 135) was implanted in the subclavian due to stenosis approximately eleven years ago. Currently, the patient presented in the ER with a stroke and a blood pressure differential between the arms. The physician suspects that the stent has become restenosed. The patient is scheduled for a follow up to determine therapy. The device remains implanted, so will not be returned for analysis.